Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr checked the subject device and found the bending rubber was perforated and air leak from there. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3/4, using peracetic acid. The subject device was knock-down product therefore omsc requested the manufacturing history record (DHR) to oekg but oekg could not find the DHR. Consequently, omsc could not review the DHR. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, micrococcus luteus (1cfu/100ml) and kocuria palustris (1cfu/100ml) were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.